Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was adjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system would display an error and shut off. No patient serious injury or death was reported related to this event.